Event description:
The contact called for help with the customer's meter. While troubleshooting, the contact performed a blood test on the customer and received a reading of 37 mg/dl. The contact ended the call in order to assist the customer, but called back to finish troubleshooting a few days later. The contact stated that at the time of the first call, the customer was unresponsive, and he made sure she received assistance. No other information was provided about the incident. Troubleshooting showed the system to be operating as designed, and no product will be returned.